Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of fusiform 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported that the iliac arteries were bilaterally moderate tortuous and had 20 percent stenosis present. It was reported that the stent grafts were implanted without issue. It was reported that at the two year follow-up there was some stent graft thrombosis. There has been no further treatment performed at this time. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (occlusion). Results/conclusion: (lack of info, unk cause of occlusion).